Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and battery out limit alarm from the insulin pump. The customer's blood glucose reading was 49 mg/dl. The customer treated with sugar strawberries. The customer stated that the pump alarmed during normal use. The customer was advised that a battery out limit alarm during normal use may indicate a loose battery cap. The customer was advised to clear the alarm with the escape and act buttons. The customer will be sent a replacement battery cap. The customer was advised to monitor the pump.